Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Per caller (hcp), the patient (pt) also has some wires present from a past spinal fusion. Technical services (tss) reviewed deferring to most restrictive system. Tss also reviewed timing of end of service (eos) for this patient. Sent MRI eligibility form to caller. Caller called back and mentioned the implant had been 'dead' for a while and the implant wouldn't recharge. Caller was escalated. Caller mentioned the representative told them they would be able to get an MRI as long as the implant wasn't charged but the MRI restricted them and did not allow the patient to have an MRI. Representative also redirected caller to patient services since caller was inquiring MRI facilities that would allow mris for the patient. Agent reviewed implant longevity and MRI information and redirected caller to the patient's hcp. As agent was attempting to review information caller disconnected the call. Caller stated that patient told scheduler that device doesn't charge and hasn't charged for 2 years. Technical services (tss) reviewed that ins is likely overdischarged and patient can meet with hcp/rep to bring out of overdischarge otherwise the eligibility form would need to be completed for cervical spine scan. Patient's representative called back stating the device never charged correctly and pt stopped charging. Now pt needs to have an MRI to look at pinched nerve and they were having a problem of getting a conflicting info. The mdt rep told pt it did not need to be put in MRI mode. Pt rep was frustrated about the conflicting info. Reviewed MRI guidelines for devices that are in eos or overdischarge. Reviewed the options of verifying MRI eligibility and reviewed it is up to MRI facility. Pt rep asked for eligibility form to emailed to them. Emailed. Hcp info provided.